Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient was in the hospital on (B)(6) 2023 due to miscalculation of their medication. It was noted the patient thought they were overdosing so the medication was lowered, but it turned out the patient was "severely underdosed" and going through withdrawal. It was reported the patient takes all kinds of stuff and they were just getting better and able to do things. The patient confirmed the hospitalization was related to the pump or therapy. The patient was redirected to their healthcare provider to further address the issue. It was reported the patient¿s refill date was on (B)(6) 2023 and wanted to find a doctor. The patient was getting worried that they won't be able to find a doctor before their pump runs empty. Additional information was received from a company representative (rep) and it was noted the patient had been dismissed from the two large st pain practices in town, and therefore was having difficulty getting excepted by another pain clinic. It was also reported the dilaudid and morphine did not work for the patient, only fentanyl.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog; product type: programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider.. It was reported that the programming error that occurred was a manual calculation with a reduction for cross tolerance was performed. The patient with an oral opiate prescription and inconsistent reports of other medication intake were more likely the biggest contributing factor. The patient was receiving fentanyl (1000mcg/ml at 250mcg/day) and bupivacaine (4.0mg/ml at 1000mcg/day) in 20c preservative free normal saline (pfns) and 4 ptms of 25mcg. The patient was brought to the office on (B)(6) 2023 and (B)(6) 2023 for assessment. Pump adjustment and a prescription for oral medication was given to minimize withdrawal symptoms. The patient returned to the clinic multiple times without signs or symptoms of withdrawal. Unfortunately, the patient was discharged from the practice for erratic behavior and aggression toward staff, with multiple offences.